Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, catalog #: unknown, lot #: unknown, unknown nexgen tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had undergone a manipulation with injection. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was not evaluated and the reported event could not be confirmed. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.